Event description:
A malfunction was reported with the customer¿s pump, identified as malfunction code 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. The customer reset the pump herself on previous occasions without contacting support, but cts decided to replace the pump with one that has updated software. The customer agreed to complete required training before using the new pump and was instructed on returning the faulty pump. A replacement pump was sent to the customer, who confirmed understanding of all instructions and procedures.